Event description:
It was reported that this right atrial (ra) lead had exhibited a borderline high threshold. This ra lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.